Event description:
The following has been reported by customer: parenteral nutrition was infused at a faster rate than prescribed, completing 7 hours earlier than scheduled. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.